Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2018 due to an unspecified issue. No additional information was provided.

Event description:
New information received notes that during routine device change-out procedure, the physician elected to move the device from the abdomen to the pectoral region. The abdominal lead was electively capped. The patient was stable during and after the procedure.